Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the unspecified bd vacutainer® k2 edta (k2e) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that the edta tube did not fill properly. My husband was in the ER on (B)(6) 2021. A series of blood collection tubes was drawn from the same IV line placed in his arm so that he could receive fluids. The edta ( purple top) tube did not fill properly. Another edta (purple top) tube was drawn using an acquisition device from his other arm.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. A device history review could not be completed as no batch number was provided. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer® k2 edta (k2e) blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that the edta tube did not fill properly. My husband was in the ER on (B)(6) 2021. A series of blood collection tubes was drawn from the same IV line placed in his arm so that he could receive fluids. The edta ( purple top) tube did not fill properly. Another edta (purple top) tube was drawn using an acquisition device from his other arm.